Manufacturer narrative:
(B)(4).

Event description:
During a replacement surgery, the patient's new device had high impedances of >10,000 ohms. The patient's leads were placed in a snap-lid to recheck impedances, which were normal. The process was repeated, with the new battery showing high impedances, and the snap-lid showing normal impedances. A different battery was used, and impedances were normal. The surgery was completed w/o further incident. Additional information has been requested, a follow-up report will be sent if additional information becomes available. On (B)(6) 2011 medtronic employee reported battery had bad impedances. On (B)(6) 2011 medtronic return product received.